Manufacturer narrative:
The subject device was not returned to any of olympus locations. The field service engineer visited the facility and checked the subject device and found the reported phenomenon. The field service engineer repaired the subject device on-site. The damaged air/water/instrument channel connector (gray) was discarded. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, it was found that the air/water/instrument channel connector (gray) on the reprocessing basin was damaged. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, the connector may have been damaged due to some physical factor. If additional information becomes available, this report will be supplemented.